Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-11. H6: investigation summary one photo and one sample was provided to our quality team for investigation. Through visual inspection, a piece of the stopper was observed inside the syringe. Further evaluations identified the piece to be residual trim from the stopper. A device history review was performed for the reported lot 2003272, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this is failure is likely related to the material provided by the supplier, whom we have notified of this incident.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper came loose in the packaging before use. The following information was provided by the initial reporter, translated from german to english: "you can already see in the packaging that part of the black rubber stopper has come loose. The syringe was removed from the packaging (in order to be able to photograph the complaint better), but not used and is therefore not contaminated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper came loose in the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "you can already see in the packaging that part of the black rubber stopper has come loose. The syringe was removed from the packaging (in order to be able to photograph the complaint better), but not used and is therefore not contaminated."